Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the low glucose alarm did not sound with the adc freestyle libre 2 sensor. The customer subsequently experienced symptoms of being tired and a loss of consciousness. The ambulance was called and upon their arrival, the customer was administered glucagon injection for the diagnosis of hypoglycemia. A reading of 43 mg/dl was obtained on an unspecified device and it is unknown when the reading was obtained. There was no report of death or permanent injury associated with this event.